Manufacturer narrative:
D3, d4, g2, and g5 are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable leaked after 4 to 5 days. No adverse patient effects were reported by the customer.